Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that patient presented in clinic for defibrillation threshold testing, patient¿s remote merlin.net transmission remote care monitor was not powering up. Monitor was tested with various power points and there was no power.